Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted prophylactically following the advisory.

Manufacturer narrative:
No conclusion code available; analysis found that the patient notifier did not vibrate and the capacitor maintenance charge timed out in the laboratory. The device was tested on the bench and the patient notifier was found to function normally immediately after the device was opened for analysis but the capacitor maintenance charge still timed out. The battery voltage was just below eri but dropped significantly during hv charging. The battery was returned to the vendor for further evaluation and higher than expected impedance was found. The cause of the high impedance was partially shut down separators. It was determined that the separator shut down occurred post-explant since the last maximum voltage charge time did not time out.